Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution the three (3) processing runs started between 10:52am on (B)(6) 2022 and at 17:23pm on (B)(6) 2022, from which sub-optimal tissue processing of patient tissue samples was reported. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, in which manual replacement of the reagent in bottle 9 (ethanol) was not completed in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica pelors/peloris ii user manual. This use error occurred prior to execution of the three (3) processing runs started between 10:52am on 09 june 2022 and at 17:23pm on 09 june 2022, from which sub-optimal tissue processing of patient tissue samples was reported by the complainant. The facts suggest that the ethanol concentration remained unchanged at 89.4%, although a user had affirmed in the graphical user interface of the instrument that the ethanol concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 10:01am on (B)(6) 2022. Specifically, the ethanol concentration in bottle 9 (ethanol) measured by the assigned leica representative on (B)(6) 2022 using a hydrometer was 85%, with that calculated by instrument software algorithm being 100%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Accordingly, the reagent from bottle 9 (ethanol) was used for the final dehydration step in the affected processing runs from which sub-optimal processing of patient tissue samples was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and the following information was documented: "fatty tissue had a 'cooked' appearance and feel. Biopsy tissue was mushy. No error messages and protocols completed successfully." On (B)(6) 2022, the assigned (B)(6) technical specialist (B)(6) visited the customer site and documented that the patient tissue samples involved in this event were derived from the following three (3) protocols: overnight biopsies, fatty tissue, same day biopsies comprising 77, 26, 80 cassettes respectively with the start/end time & date of the affected runs detailed as "retort a protocol run started at (B)(6) 2022 16:42:24, retort b protocol run started at (B)(6) 2022 17:23:29, retort a protocol run started at (B)(6) 2022 10:52:34. The fas also documented that the reagent in bottles 4, 6, 9 and 12 had been replaced on (B)(6) 2022; and the "mushy" biopsy samples were to be re-processed. The regimen to be used to re-process the "mushy" biopsy samples was not provided. The fas also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration in these bottles was acceptable except for bottle 9, in which the measured ethanol concentration was 85% and that calculated by the instrument software algorithm was 100%.